Event description:
It was reported the patient's ipg became inoperable and she was unable to charge the device a few weeks after her implant. An sjm representative met with the patient and attempted to establish communication between the ipg and multiple programmers; however, the attempts were unsuccessful. The patient will undergo surgical intervention at a future date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.